Manufacturer narrative:
Section d4: serial number corrected. Lot number provided in previous report no longer applicable. Manufacturer's investigation conclusion: the reported event of green fluid ingress was confirmed. The system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review with events spanning approximately 13 days (day 646 hour 11 minute 51 ¿ day 659 hour 13 minute 14 per time stamp). On day 659 hour 13 minute 42, the pump speed began ramping down before the pump was disconnected for a system controller exchange. Pump operation was not affected. The system controller (serial #: (B)(6)) was returned for analysis and upon initial observation there was green fluid ingress on the white power lead connector strain relief near the connector nut. The system controller underwent preliminary and functional testing and operated as intended. The system controller was connected to a mock loop and was able to operate a pump without issue for extended operation between. The system controller power leads were stripped revealing green fluid ingress. There was no damage to the underlying wires. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the system controller (serial #: (B)(6)) and the system controller was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate ii instructions for use (IFU) section 12.4 entitled ¿alarms screen¿ details how to navigate and utilize the system monitor alarms screen, including hazard and advisory alarms. Heartmate ii instructions for use section 12.6 entitled ¿history screen¿ details how to navigate and utilize the system monitor history screen. Heartmate ii operating manual section 8.3.6 entitled ¿alarms¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's system controller was exchanged due to the presence of green goo. The green goo was coming out one of the power lead connectors. It was noted that the system controller had been operating as intended and there was no patient harm from the event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.